Event description:
Eight months post index procedure, the pt expired. The cause of death is unk. The pt is a male pt who was consented to the study in 2008. Medical history included hyperlipidemia, percutaneous coronary intervention, renal failure and hypertension. The pt was asymptomatic. The target lesion location was the distal left common carotid artery. There was no occlusion in the contralateral carotid. Reference vessel diameter was 8.0. Target lesion diameter stenosis was 80% with lesion length 25mm. Total length of stented segment was 40mm. Qualitative lesion calcification was described as moderate and concentric. Vessel tortuosity was mild. An angioguard (lot no. 71007502) distal protection device was used, deployed, and retrieved successfully with no technical problems. There was no debris found in the basket upon retrieval of the angioguard device. A precise stent (p10040xc/lot no. 13093562) was implanted for treatment of target lesion. There was no malfunction with the stent. The final target lesion percent diameter stenosis was 10%. Post-procedure medication was aspirin and clopidogrel. The procedure was completed. The pt left the angio suite neurologically intact. The pt was discharged the following day, with clopidogrel and aspirin directed. The pt expired nine months later. The cause of death is unk. The event was evaluated and determined to be unrelated to the cordis product, and unrelated to the index procedure.

Manufacturer narrative:
The product is not available for eval and testing. Add'l info will be submitted within 30 days upon receipt.